Event description:
Three weeks after treatment with cosmoderm and cosmoplast the pt had observed redness, swelling and tenderness at the treatment sites. The physician assessed symptoms and prescribed topical elidel and protopic along with oral vioxx. This is the same event and the same pt reported under MDR ID # 2024601-2004-00179.